Event description:
During an attempt to remove a leaking peripherally inserted cardiac catheter line (PICC), the catheter broke at the 7cm line, and 9cm of the line remained in the pt. X-ray exam showed that the line was lodged near groin. Surgical intervention was required to remove the detached catheter from the vessel.